Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. In 2005, the target lesion was located in an unknown non-tortuous vessel. A taxus express2. 2.5 x 12 mm drug eluting stent was advanced with the use of a galeo 0.14 guide wire. During the stent implantation, the middle of the catheter shaft ruptured. The physician then removed the device and the procedure was completed with a cypher 2.5 x 13 mm stent. There were no reported pt complications.